Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reciprocation arm and screw were worn, the machine head was damaged, the unit was out of calibration and the width plates were damaged. The reciprocation arm, screw, machine head, shaft and sleeve bearings were replaced and resolved the reported issue. The width plates were returned damaged. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: ireland.

Event description:
It was reported that during an unknown time, the unit was in need of repair for unknown reasons. Damaged width plate was confirmed after final investigation. It is unknown if there was patient impact or surgical delay. Due diligence is complete as there is no additional information available.